Event description:
It was reported that the device had a high reading during a surgical procedure. There were no adverse consequences reported. The procedure was cancelled. No medical intervention was required.

Manufacturer narrative:
The device has not yet been received at the MFR for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.